Event description:
It was reported that impedances over 40,000 ohms were seen on most contacts during an ins replacement (MFR. Rep. # 3004209178-2012-08327). A different ins was used, but high impedances were still seen on electrodes 5, 8 and 10, and it was reported that the issue appeared to be lead / connection related. Following the procedure the patient was receiving good scs therapy, but it electrodes 5, 8 and 10 were not producing therapy when programmed. It was noted that at the end of the programming session only electrodes 8 and 10 remained high and above 10 ,000 ohms.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2011 (B)(6), product type lead, product ID 37754, serial# (B)(4), product type recharger, product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).